Event description:
Pt has history of breast augmentation, then left breast cancer in 1997, for which she underwent a mastectomy and reconstruction with implants. In 2005, her breast cancer recurred in the right breast, requiring further reconstruction and tissue expanders in (B)(6) 2005, both breasts were augmented, r as part of the reconstruction and l with removal of tissue expander. By (B)(6) 2010, the right implant was losing volume and began rippling, causing deformity and disproportion. She underwent a bilateral implant replacement on (B)(6) 2010. The procedure was well-tolerated.